Manufacturer narrative:
Event summary: console 106a3/ n8032 was serviced by field service engineer. The reported issue does not indicate a console manufacturing related defect. The reported deflation issue was not able to be reproduced during the service visit. The console failed the inspection due to empty low pressure regulator gauge battery. The case was aborted under general anesthesia. In conclusion, the product issue reported (low pressure regulator gauge battery) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the balloon was not sufficiently inflated. Trouble shooting was attempted; the coaxial umbilical, electrical umbilical and catheter were all replaced without resolve. Additionally, the low-pressure regulator (lpr) did not read a value. The case was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.